Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty force sensor resistor. Pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with cracked reservoir tube lip, belt clip slot, and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was not reported. Insulin pump will be replaced.